Manufacturer narrative:
Concomitant products: 694958 lead implanted: (B)(6) 2006 product event summary: the partial lead was returned in segments, and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead impedance increased triggering an alert. Noise with oversensing was observed on stored episodes. The rv lead was suspected to be fractured. During the attempted extraction of the rv lead, the right atrial lead dislodged. Both leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.